Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to cross the lesion/resistance in the anatomy could not be replicated in a testing environment as it was based on operational circumstances. The stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: ht balance middleweight (x2), pt graphix . Guide cath: jl4. Stent: resolute integrity 2.25x22. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a bifurcation lesion a non-abbott stent was implanted in the moderately calcified and moderately tortuous mid left anterior descending artery. A non-abbott dilatation balloon was used to pre-dilate the side branch/diagonal through the previously implanted non-abbott stent struts. Reportedly, a 2.25x23 xience prime stent delivery system was advanced with resistance to the lesion, force was applied and the stent dislodged from the balloon. Reportedly, the xience prime likely came in contact with the proximal end of the previously implanted non-abbott stent contributing to the stent dislodgement. The stent remained partially on the balloon and was removed from the patient anatomy. A non-abbott stent was used successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.